Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that an ophthalmic operating forceps failed to close during a vitrectomy surgery. The surgery was completed successfully by replacing the forceps with another one. There was no patient harm.

Manufacturer narrative:
A review of the device history record (DHR) traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The sample was received with inner blister, outer blister and cover foil showing the lot information. The sample showed no macroscopic signs of damage. The sample showed signs of surgery residues and was returned in an opened status. The sample was visually inspected with the aid of a photomicroscope with various magnifications. The sample was functionally tested. It was noticed that the forceps got stuck in a closed status. The forceps only can get open again by pushing the shaft manually down. As the blister was opened by the customer, he handled the product. The point in time when the malfunction occurred, can no longer be determent. It cannot be determined how or where the damage to the sample occurred; therefore, a root cause for the customers reported event could not be determined. However, the damage was consistent with damage that can occur due to improper handling. The exact root cause for the customer¿s reported event was unknown, therefore, specific action cannot be taken. Complaints are reviewed and monitored at regular intervals for adverse trends. No adverse trends have been observed associated with the reported product and event. No action has been identified for this reported event. The manufacturer internal reference number is: (B)(4).